Event description:
A customer observed repeatable elevated troponin I results on one pt's samples. A non-ocd assay gave negative results. Falsely elevated troponin I results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.